Manufacturer narrative:
This event occurred in (B)(6). The expiration date was july 2018. (B)(6).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested with elecsys insulin on a cobas 8000 e 801 module. It was asked, but it is not known if the erroneous results were reported outside of the laboratory. The first sample initially resulted with an insulin value of 53.2 uu/ml when tested on the e 801 analyzer. The sample was repeated on the e 801 analyzer on (B)(4) 2018, resulting with an insulin value of 49.9 uu/ml. The second sample resulted with an insulin value of 49.6 uu/ml when tested on the e 801 analyzer. The samples were sent to other laboratories for testing on siemens centaur analyzers, resulting with values of 7.8 uu/ml and 7.6 uu/ml. It is not known which of the two samples each of the two repeat values correspond to. No adverse events were alleged to have occurred with the patient . The e 801 analyzer serial number was (B)(4).

Manufacturer narrative:
Calibration data was within expectations. Quality controls recovered within expectations on the day of the event. A general reagent issue can likely be excluded since quality controls were within expectations. The investigation could not identify a product problem. The cause of the event could not be determined.